Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Additional information e1: (B)(6).

Event description:
It was reported that a primary plum set generated a leakage in the tubing. There was unknown patient involvement and no harm was reported.